Manufacturer narrative:
(B)(4). The device was received for destruction. The reported issue of "does not work" was confirmed as failure code 38 which occurred during power up self test in sample evaluation. This failure is also evidenced in event history log of the device and this issue is most reflective towards the reported issue. The assignable cause of the reported issue was due to corrosion on force sensing resistor contacts. The device was removed from service. No further action was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump was not working. It is unknown when the reported condition was occurred. There is no report of patient/user injury or medical intervention was needed in association with this event.